Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had an alert for the a threshold detected greater than it was programmed. Threshold had reached 4 volts (v), when 2 days after implant threshold was 0.8 v. The automatic threshold function was suspended at 3.5 v, as the evoked response was reportedly low. Additionally, the patient management report showed what appeared to be loss of capture. Additional information indicated that this lead had dislodged. The rv lead was subsequently repositioned. No additional adverse patient effects were reported.